Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) instrument to perform failure analysis. The customer did not issue the return of the instrument, it has been used in subsequent procedures after the event date. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the clinical development engineer (cde) team and the following additional information was provided: in the video, the mcs are being moved caudally. The movements are brief and there¿s no master tool manipulator (mtm) view, so it¿s hard to identify any non-intuitive motion. Resistance felt by the surgeon, especially since it seemed to occur only transiently, seems like it may have resulted from something impeding the insertion motion of the mcs. There may have been external collisions of the universal surgical manipulator (usm), the drape may have bunched toward the instrument carriage, or there may have been some obstruction at the cannula seal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when attempting to move the instrument toward the prostate, the instrument seemed to have ¿pulled back towards the head.¿ no fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument moved automatically with no command in the opposite direction. When the surgeon tried to move the mcs instrument "caudally," it seemed to be pulled cranially. The mcs instrument jaws did not move. The instrument tip was not dislodged from the instrument shaft. There was no patient injury.